Event description:
It was reported that the distal tip was bubbling and was broken. There was no patient involvement reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the distal probe tip broken and buckling of the outer sheath. This event may have occurred when the tip inadvertently came in contact with another metal device.